Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. No additional symptoms were reported. It was not reported if the patient received any treatment above or beyond the usual routine of diabetes management. The reporter alleged moisture in the battery compartment of the pump and all the keypad buttons were under responsive. No further information was reported. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a button/keypad (tactile changes with moisture) issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: on examination, the keypad was intact and without damage. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Product analysis was unable to further investigate the alleged unresponsive keypad button issue due to an unrelated issue. The pump was received in a condition that made investigation of the complaint impossible. No further information is available. Unrelated to the complaint, the battery compartment was noted to be cracked.